Manufacturer narrative:
The customer indicated the device was discarded. One sealed device was evaluated. The device passed testing. No tubing separation or leakage were noted.

Event description:
The customer contact reported a tubing separation; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified concentration of erbitux. After an unspecified length of time in use, the nurse noted solution was leaking. It was reported that as the nurse was checking the tubing set, the tubing separated from the y-site. The solution that leaked was cleaned up according to the user facility's protocol. The solution container and the tubing set were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.